Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the device felt normal when he fired, but after opening the instrument the bowel was completely open. The stapler cut but did not staple. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.